Event description:
It was reported that the patient presented to the hospital after having an episode of ventricular fibrillation. The device appropriately detected the vf and successfully converted the vf rhythm. During this episode, the patient hit his head. The device was checked in the hospital and the patient was discharged home. It was noted that once discharged, the patient starting feeling lethargic and was hospitalized for a cerebral bleed. While in the hospital under telemetry monitor, the patient coded and the device did not deliver hv therapy. The patient was rescued with external defibrillation. Intermittent undersensing of fine vf was suspected. Programming changes were recommended. It was later reported the patient expired due to complications from his cerebral accident.